Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. The lv lead was capped and replaced. It was noted the setscrew of the y adaptor was stripped and the leads had to be cut to remove the adaptor. The adaptor was subsequently removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. The lv lead was capped and replaced. It was noted the setscrew of the implantable pulse generator (ipg) was stripped and the leads had to be cut to remove the adaptor. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.